Event description:
Customer reported unexpected negative reactions with cell #4 of capture-r ready-ID, lot id082 when testing 2 pts' serum containing anti-fya. Testing using tube method with peg as the potentiator resulted in 2-3+ reactivity with the specimens. Customer is performing validation studies for manual capture testing and is using frozen samples.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on cell #4 of retention capture-r ready-ID (crrid), lot id082. The customer did not return product for investigation testing. The customer confirmed the reactivity of the fya antigen of cell #4 on the product, they used for testing in their lab. The customer sent specimens for investigation testing. The specimens were tested with retention crrid, lot id082. Both specimens demonstrated reactivity with all fy (a+) red cells, including cell #4. The event appears related to the nature of the specimens. Stn # 102707.